Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cc sample probe wash collar and the wash collar vacuum valve. Fse found tubing to the top of the cc sample probe level sense bead and the tube attached to the clot detector was loose. Fse tighten the tubing and verified the system performance and the system was resumed. Failure mode is the loose tubing connected to the cc sample probe level sense bead. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the unicel dxc 600 pro synchron chemistry analyzer, under the cartridge chemistry (cc) sample probe during instrument priming. The customer also indicated that the instrument generated total bilirubin (tbil) results of 0.0 mg/dl on two (2) patient samples. The customer replaced the tbil reagent with a new reagent pack, recalibrated, and reran the samples yielding results of 0.2 to 0.4 mg/dl. The customer confirmed that the true results for the two (2) questioned patient samples are around 0.3 mg/dl. The differences between the original results and the believable results are within the 2 standard deviation (sd) precision claims. No erroneous results were reported out of the laboratory. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.